Event description:
It was reported that the left ventricular lead exhibited high impedance in the bipolar and ring-coil configuration. The configuration was programmed to tip-coil and impedance decreased. The patient's condition was good and a follow-up was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.